Manufacturer narrative:
(B)(4). Batch # u94e87. Investigation summary: the product was returned evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcl20 device was returned with no apparent damage. In addition, a clip (unformed) was returned inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining nine clips as intended. The event described could not be confirmed as the device performed without any difficulties noted and with no product defect was identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following: "caution: ensure that a clip is in the jaws. Position the jaws so that the clip completely surrounds the vessel to be ligated. Fully squeeze the handles together until they stop. As the handles are squeezed, the clip closes and occludes the vessel or tubular structure. Fully release the handles to return the instrument to its original open position. The next clip is automatically advanced. Inspect the jaws after each clip application to ensure the presence of a new clip before applying the next clip. Repeat steps as necessary to continue ligation of tissue. For optimal performance, periodically clean the instrument during the procedure by submerging the jaw and distal end of the applier shaft in saline." As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the clips could not be fired successfully. Clips were stuck. It is unknown how procedure was completed. There was no patient consequence.